Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that they were not getting insulin. The customer reported that the battery was bad and it shot straight up and put in a new battery and it kept saying insert new battery. The customer reported that the battery cap contact fell off. The insulin pump will not be returned for analysis.